Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported that the customer was involved in a car accident. The wife needed assistance in clearing the off no power alarm. Assisted with the alarm and removing all basal rates. Unable to troubleshoot or speak with the customer as he was in a coma. Nothing further was reported.